Manufacturer narrative:
Checking the manufacturing charts of the involved lot # 2227241, no pre-existing anomaly was found. This is the first and only complaint received on this lot #. We will submit a final report as soon as the investigation is complete.

Event description:
During a shoulder smr reverse surgery performed on (B)(6) 2023, the surgeon noticed when implanting the peripheral screws in the glenoid baseplate, the screws moved through the baseplate holes and past the aperture. Recognized it with both compression screws as well. The surgeon removed the screws, removed the glenoid baseplate, and checked. Surgeon could manually work the screw heads through the holes without too much difficulty. The surgeon opened a new baseplate package, put the new baseplate back in, used the same screws and this time it worked correctly with no real delay. Component explanted, baseplate d.25mm regular, commercial code #197514500 - lot #2227241 - ster. #2300028 initial surgery -(B)(6) 2023 patient - female birth date - (B)(6) 1969 event happened in us.

Manufacturer narrative:
In may 2023, limacorporate performed a voluntary recall action in the us market (recall numbers z-2009-2023 and z-2010-2023) to withdraw prima tt glenoid regular part numbers (product codes 1975.14.500 + 1975.14.800) since, after receiving an intra-operative complaint involving a peripheral screw passing through one of the baseplate holes (lima complaint (B)(4) hereby reported), it was discovered there was a potential for peripheral holes to be out of specification due to manufacturing issue. All the pieces available in us market have been successfully collected from the us distributors involved and appropriate communication was consequently done with FDA. Investigation on additional similar complaints (details as following) received on baseplate d.28mm regular and baseplate d.25mm full wedge 10° after the recall action performed: complaint (B)(4) , notified to the FDA with the MFR 3008021110-2023-00084 on july 27th, 2023. Complaint (B)(4) notified to the FDA with the MFR 3008021110-2023-00103 on september 4th , 2023. Complaint (B)(4) no MDR filed for this case since the event was an intraoperative issue that did not cause any delay in the surgery or any consequence with the patient. Led limacorporate consider the corrective actions previously carried out not completely effective as the issue could potentially affect all the part numbers belonging to the prima tt glenoid system, due to a combination of absence of 100% check of the critical dimensions (that might not fully capture manufacturing variabilities and therefore the in-vivo component might be over worst-case design) and the additional finishing operations (that might have affected the retentive feature and reduced the effective material available). Additionally, for complaints (B)(4) and complaint (B)(4) the use of a power tool has been reported. This could have been an additional factor contributing to the issue: the surgical technique indicates that the insertion and the tightening of the peripheral screws must be completed by means of the screwdriver. Therefore, limacorporate performed an extension of the previous field action to recall all the prima tt glenoid part numbers and inform the hospitals/surgeons that was involved in a device implantation. In details, surgeons have been suggested to perform a short-term patient's monitoring (radiographs at 6 weeks, 3-6 months and 1 year might be considered) and acting accordingly, based on a case-by-case evaluation. This additional field action was notified to FDA on 23rd october 2023 (3008021110-10/23/23-002r) additionally, on october 27th, limacorporate was made aware of complaint (B)(4) (notified to the FDA with the MFR 3008021110-2023-00125 on november 23rd , 2023.), which involved a baseplate d.28 mm regular. The root cause of this last event is fully analyzed and corrected by the corrective actions linked to the field action 3008021110-10/23/23-002r. Therefore, no further investigation is required at this stage. Please note, in case of adverse reactions or quality problems experienced with the use of this product limacorporate asked distributors, physicians and orthopaedic surgeons to contact the company at medicalcomplaints@limacorporate.com or alternatively to contact the FDA's medwatch adverse event reporting program either online, by regular mail or by fax.. Pms data: according to the pms data, a total of five similar events have been received so far from the market on a total of (B)(4) prima tt glenoid belonging to the family 1975.14.xxx ever manufactured, giving an occurrence rate of (B)(4). As described above, a CAPA plan (including the recall action and product improvement) have been put in place by the company. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR.

Event description:
During a shoulder smr reverse surgery performed on (B)(6) 2023, the surgeon noticed when implanting the peripheral screws in the glenoid baseplate, the screws moved through the baseplate holes and past the aperture. Recognized it with both compression screws as well. The surgeon removed the screws, removed the glenoid baseplate, and checked. Surgeon could manually work the screw heads through the holes without too much difficulty. The surgeon opened a new baseplate package, put the new baseplate back in, used the same screws and this time it worked correctly with no real delay. Component explanted: baseplate d.25mm regular, commercial code #197514500 - lot #2227241 - ster. #2300028 initial surgery -(B)(6) 2023 patient - female. Birth date - april. 19, 1969. Event happened in united states.